Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that a shaft break and surgery occurred. The target lesion was located in the proximal right coronary artery (rca). A 3.00x20mm promus element¿ plus stent delivery system (sds) was advanced to the rca and implanted successfully. The sds was advanced distal to the lesion and the stent delivery balloon was used to dilate the lesion. During sds withdrawal into the 6f guide catheter there was no resistance felt, but the distal part of the sds broke at about 25cm and remained in the coronary artery. The patient was transported to another hospital and open heart surgery was performed. The fractured portion of the sds was removed. The patient underwent coronary artery bypass surgery and was stable following the procedure. There were no additional patient complications reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: stent delivery system (sds) was returned for analysis. The distal end of the sds had detached from the sds and was not returned for analysis therefore individual assessment of the stent, balloon and bumper tip cannot be performed. A visual and tactile examination found multiple kinks along the hypotube length. A visual and tactile examination of the inner and outer lumen and mid-shaft section found that the midshaft appeared flattened and not circular, a break in the midshaft extrusion 10.7 cm distal of the hypotube/midshaft bond site and a kink 4 mm from the end of the core wire. This type of damage is consistent with excessive force being applied to the delivery system. There was no evidence of any specification non-conformances related to the complaint device. The most probable root cause is operational context as the event occurred due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the indication of the procedure was an acute myocardial infarction of the posterior wall with occlusion of the right coronary artery. The 3.00 x 20 mm promus element¿ plus stent was deployed in the high proximal right coronary artery (rca) with long segment stenosis. During removal the distal portion of the stent delivery system was ¿torn into pieces¿ at the ostium of the rca and the guide catheter. There was an attempt to retrieve the fractured portion of the device using a non-bsc snare kit. Intervention was stopped at this point, the 6f sheath remained implanted and the patient was transferred to another hospital.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the indication of the procedure was an acute myocardial infarction of the posterior wall with occlusion of the right coronary artery. The 3.00x20mm promus element¿ plus stent was deployed in the high proximal right coronary artery (rca) with long segment stenosis. During removal the distal portion of the stent delivery system was ¿torn into pieces¿ at the ostium of the rca and the guide catheter. There was an attempt to retrieve the fractured portion of the device using a non-bsc snare kit. Intervention was stopped at this point, the 6f sheath remained implanted and the patient was transferred to another hospital.